Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics. This report is submitted on february 28, 2024.

Event description:
Per the clinic, the device was explanted (date not reported), due to a skin infection. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 30, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 02, 2024.